Manufacturer narrative:
Retain testing was performed to confirm the reactivity of the kell antigen. Results of retain testing were satisfactory.retain testing was performed to confirm the reactivity of the kell antigen. Results of retain testing were satisfactory.